Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate gauge reading was inaccurate. Additionally, it was reported that the pump battery was depleting quickly which led to an unexpected shutdown. Customer's blood glucose level was not impacted. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.